Event description:
It was reported that the pump battery could not be charged. Reportedly, the issue resolved after using an alternate adapter and usb cable as well as switching outlets. Additionally, it was reported that the battery gauge was fluctuating. Customer¿s blood glucose level was 90-141 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.